Event description:
This is an adverse event occurring in a pt in the (B)(6) registry with 6 cm of barrett's esophagus containing high-grade dysplasia. Pt was treated with focal rfa on a number of serial occasions without adverse event. Two weeks after one of the treatments, the pt developed difficulty swallowing. Endoscopy showed a stricture which was dilated one time. No add'l f/u is available at this time regarding resolution of stricture. Per the registry protocol, the physician deemed this as mild severity, definite relationship to the procedure, and not related to any device malfunction.